Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the lens vial. Visual inspection of the returned product found the lens optic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -12/1/046 diopter, was not implanted due to a tear/break before injection/delivery of the patient's left eye (os) on (B)(6) 2016. The lens was exchanged for a new lens on (B)(6) 2016 and the problem was resolved.